Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 35 mg/ml at 35.78 mg/day, unknown baclofen 2000 mcg/ml at 2040 mcg/day, dilaudid 3.3 mg/ml at 3.3739 mg/day, and clonidine 165 mcg/ml at 168.3 mcg/day via an implanted pump for intractable spasticity. It was reported the rep was currently at the catheter revision case and was needing assistance with programming. It was the hcp had done a prior dye study and confirmed there was an issue. On the date of this report, the hcp did another dye study and it was found there was an issue at the spinal segment. On (B)(6) 2022, the hcp revised the spinal portion of the catheter. It was noted once everything was hooked up, the hcp tried aspirating from the catheter access port (cap) however, they were not able to. It was reported the hcp was not concerned about not being able to aspirate and now they wanted to know what to prime. The rep confirmed the reservoir and existing pump portion of catheter has drug and the newly revised spinal segment does not. Technical services walked the rep through steps on priming bolus of just the revised spinal segment. It was noted they would be lowering the dose of the dilaudid to 0.1599 mg/day.